Event description:
During an in-clinic follow-up, increased, out of range, pacing impedance was detected on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.